Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Justification: this device was manufactured before the UDI requirements. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included all required bench tests without duplicating the report. An internal inspection found no discrepancies. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.